Event description:
It was reported that during planned ICD replacement procedure, interference on the atrial channel was observed and a lead malfunction was suspected. No further action was taken. There where no consequences reported for the patient.

Manufacturer narrative:
(B)(4).